Event description:
Hcp reported catheter dislodged from intrathecal space and the patient had a symptom of decreased efficacy of medications. The catheter was explanted and replaced. The patient tolerated the surgery well and the pt is reported to now have excellent pain control.